Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right external iliac artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured at the calcified part. The procedure was completed with a different device. There were no patient complications nor injuries reported.